Manufacturer narrative:
Unit powered up with an illegible white display. After further review, the display screen as well as the circuitry located on both sides of the display controller are cracked. Unable to perform displacement test due to the cracked circuitry. Unit received with a single crack located at the bottom of the display window. The user is able to read and navigate the menus. In addition to this, the middle (enter) keypad button is cracked. (B)(4). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that insulin pump had crack on display. Customer's blood glucose level was unknown. Customer stated insulin pump was dropped or bumped. The insulin pump will be returned for analysis.